Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-07666. The report was submitted in error.

Event description:
It was reported that a smiths medical pump "no cassette, clamp tubing". No clinical consequence observed. Treatment could be fully administered after pum's change.